Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA is not necessary the customer stated that there was no patient involvement.

Event description:
(B)(4). Problem description: failed patient side occlusion. Lab observations (condition of unit as received): the module was received in good condition. Investigation summary: bench test occluded at 12.3 psi, too high. Patient = .3230" bottle = .3265" spec. Is 0.3250" height. Replaced both sensors with .3240". No 0.3250 sensors available. Best to make them equal in height. Occluded at 10.4 psi good value. Conclusion: sensors varied in height spec. In relation to each other and to the actual spec. Of 0.3250". Rework none. Disposition: route to service for normal process.